Event description:
The pt is experiencing "autoinflation". As stated in a communication received by the MFR it stated, "the second device that has been implanted is also a co inflatable penile prosthesis and is also apparently defective in that it inflates involuntarily, including upon sneezing and other common occurrences resulting in uncontrolled erections, pain, embarrasment and anxiety". The pt is also experiencing "extreme pain in the testicles, the penis itself, the path of the tubes, less so in the "pouch" into which the reservoir fits are the present complaints". A medical device report was sent to FDA on 5/25/95 which addressed a revision for this pt's initially implanted device, removed on 5/22/95 whereby, the pump/cylinder set was removed/replaced (see access #m712465).